Event description:
The fit of the head on the femoral stem was too loose. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The eval results indicated that the cause of the event was attributed to a mfg process programming error. Corrective action has been taken to preclude similar events.